Event description:
An initial event notification was received by (B)(6), on 21-feb-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported going to the emergency room (ER) on (B)(6) 2026 with a glucose value of 464 mg/dl, large ketones, nausea, and vomiting. The user endorsed a combination of traveling, dehydration, and "other things." The user reported having higher than usual glucose values the night of (B)(6) 2026 and changed the twiist cassette and cleo 90 infusion site. Upon waking the morning of (B)(6) 2026, the user changed the twiist cassette and cleo 90 infusion set again due to elevated glucose values. The user administered an injection of 7 units of exogenous insulin from a new vial and went to the ER for treatment. In the ER, the user received intravenous fluids and zofran; however, no insulin was administered. The patient was discharged the same day with a glucose value of 219 mg/dl, which increased to 300 mg/dl shortly after returning home. The user changed the twiist cassette and cleo 90 infusion site for a third time and administered an injection of 5 units of exogenous insulin. The user reported that their glucose then decreased to 274 mg/dl. The user remains ongoing on the twiist automated insulin delivery system.

Manufacturer narrative:
Investigation of the reported event and analysis of the returned twiist cassette is ongoing. The user reported that their clinical symptoms occurred in the context of travel and dehydration. To date, no specific device-related malfunctions have been confirmed and this event is being reported out of an abundance of caution. A supplemental report will be submitted upon completion of the investigation and root cause analysis. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. The user remains ongoing on their twiist pump.